Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of severed proximal extension line was able to be confirmed by the photo. The photo shows that the point of separation on the extrusion was smooth and angled; however, a complete visual inspection to evaluate the nature of the separation could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "defective proximal hub (white color) loose from the lumen. " there was no patient harm or injury. No medical I ntervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "defective proximal hub (white color) loose from the lumen. " there was no patient harm or injury. No medical I ntervention required. The patient's current condition is reported as "unknown".